Event description:
It was reported the pt lost stimulation about a week before the event was reported. The pt did not fall. The pt was at home in fair condition. The pt had problems with the pt programmer. The pt was unable to adjust the stimulation; the upper limit was reached. The device system was replaced. Additional info has been requested from the hcp, but was not available as of the date of this report.